Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 1627487-2020-22394, 3006705815-2020-02604. It was reported that the patient passed away a few days following a permanent implant procedure. It was also noted that the patient had an enlarged heart.